Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under care and handling of instruments, number 1 states, "surgical instruments and instrument cases are susceptible to damage for a variety of reasons including prolonged use, misuse, rough or improper handling. Care must be taken to avoid compromising their exacting performance." Dimensional evaluation found component to be within appropriate design specification. The part fractured due to the age of the trial material and frequency of usage, which has caused the part to be worn beyond useful life.

Event description:
It was reported that patient underwent left total knee arthroplasty on (B)(6) 2014. During the procedure the handle of the inserter fractured while inserting the bearing. The fractured piece was retrieved from the patient's wound. There was no delay in the procedure as a result.